Event description:
It was reported that during a lap myomectomy procedure, at the incision, when taking out the myoma, it was an alarm of the generator that they have never heard before. No consequences to the pt.